Event description:
A caller reported receiving a cgm error. This issue did not have any adverse impact on the customer's blood glucose level. Technical support provided detailed instructions for a pump reset, and the caller successfully completed the reset and started their sensor session without encountering the error again.